Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-17. The rep stated that no troubleshooting was done. The patient was able to clear the power on reset (por) with their programmer without difficulty and the cause was not determined. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that an informational power on reset (por) was displayed on the patient programmer and the therapy had stopped. The steps to clear the por were reviewed and the rep was to clear it over the phone with the patient. No further complications were reported. Follow-up was conducted.